Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion , the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states there is blood leaking into the catheter and air detection. The catheter was placed on (B)(6) 2012 in left subclavian. The catheter was in place for 4 months and 28 days. The catheter was pulled and replaced.